Manufacturer narrative:
(B)(4) (revision surgery). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Levels implanted in initial surgery: l2-s2 pre-op diagnosis: refixation due to rod breakage procedure: re-connection of rod at s2 it was reported that, post-op, a right side rod was broken between l5 and s1 of the patient. The broken rod of caudal side was replaced in the operation. No patient injury were reported as a result of the event.

Manufacturer narrative:
Corrected info: the concerned product (unknown rod) belongs to other manufacturer.

Event description:
The concerned product (unknown rod) belongs to other manufacturer.